Event description:
During a procedure for treatment of a large polyp, the polyp was snared successfully and the snare was hooked up to the erbe diathermy unit but no current passed through. Several attempts at diathermy were made unsuccessfully. The surgeon then tried to remove the snare from the polyp, but he was unable to unhook the snare from the polyp. The snare was now stuck. The handle of the snare was cut off to release the snare from the scope and then the snare was cut off to close the pt leaving the remainder of the wire enclosing the ployp inside the pt, the pt was then transferred to the ward to await surgery. The surgeon then took the decision to tighten the wire around the polyp and wait to see if it would fall off. It was reported that the polyp did indeed fall off.